Manufacturer narrative:
This event was discovered when pmt initiated a review of a 2017 registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6)-year-old male patient underwent cervical fusion with cages placed posteriorly at c4-c7. At 12 months post procedure, the patient reported new radicular pain and underwent a foraminotomy which required removal of only one of six. Cages (at c6-c7 on the left). It is possible that the cage was malpositioned causing nerve root irritation. No device defect or malfunction was reported by the surgeon. The patient is doing well, and no subsequent issues have been reported.

Event description:
(B)(6)-year-old male patient underwent cervical fusion with cages placed posteriorly at c4-c7. At 12 months post procedure the patient reported new radicular pain and underwent a foraminotomy which required removal of the cage at c6-c7 on the left. According to the 12-month CT scan, it is possible that the cage was malpositioned causing nerve root irritation. No device defect or malfunction was reported by the surgeon.